Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse went on site and replaced iesiu. The system was tested and verified as ready for use. Isi received a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and found to have no failures. The unit energized and cauterized and all ports recognized instruments. The complaint was not confirmed based on failure analysis.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, there was a u-02 error on the integrated electrosurgical unit. The intuitive surgical, inc. (Isi) technical service engineer (tse) instructed the customer to unplug the power cord and external foot pedals from the iesu. The customer then rebooted the iesu, and the error was cleared. The customer continued with the case setup. The customer later reported back that the error returned, and they were continuing the procedure with a backup generator. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed no further details related to the reported event are known or available.